Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported when opening the kit, the wire was kinked. There was no reported injury to the patient.

Manufacturer narrative:
The reported 0.025¿ guidewire was returned inside the protective tubing. A guidewire kink was observed at approximately 5.1cm from the j-tip. The evaluation confirms the reported problem. However, we are unable to determine how the kink may have occurred because we are unable to mimic the clinical settings. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported when opening the kit, the wire was kinked. There was no reported injury to the patient.